Event description:
It was reported the device was skipping beats/paces. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the initial report. It was noted that the battery contacts were compressed, the battery drawer, upper/lower cases, and two side bail covers were broken, and the ring was bent.